Manufacturer narrative:
During investigations, the reactive elecsys hbsag gen. 2 immunoassay result for the sample from (B)(6) 2021 could also be reproduced after a 1:1 sample dilution.

Manufacturer narrative:
The patient samples were provided for investigation. The sample from (B)(6) 2021 was reactive when tested using 2 lots of the elecsys hbsag gen. 2 immunoassay (lots 534881 and 516017). The sample from (B)(6) 2021 was non-reactive using the same two lots of hbsag gen. 2 reagent. A confirmation measurement could not be done due to the very small sample volume of the (B)(6) 2021 sample.

Manufacturer narrative:
During investigations, both the first (dated (B)(6) 2021) and second sample (dated (B)(6) 2021) were tested on an abbott architect analyzer. The first sample was found to be reactive with hbsag on the abbott architect. The second sample was found to be non-reactive on the abbott architect. The hbsag results obtained on the e 801 analyzer are assumed to be correct. The reactive value of the first sample obtained with the elecsys hbsag gen. 2 auto confirm assay is also assumed to be correct. No specific issue could be identified, the reagent performs within specification.

Event description:
The initial reporter stated they received questionable results for two samples from the same patient tested with the elecsys (B)(6) gen. 2 immunoassay on a cobas 8000 e 801 module. The first sample also had a questionable elecsys (B)(6) gen. 2 auto confirm result on a second e 801 analyzer. This medwatch will apply to the (B)(6) auto confirm assay. Patient identifier (B)(6) for information related to the (B)(6) assay. On (B)(6) 2021, a first sample collected from the patient resulted in a (B)(6) result of (B)(6). The sample was repeated and the result was also (B)(6). The sample was tested on a second e 801 analyzer, resulting in a (B)(6) value for the (B)(6) auto confirm assay. On (B)(6) 2021, a second sample collected from the patient resulted in a (B)(6) result of (B)(6). The sample was repeated and the result was also (B)(6). The serial number of the first e 801 analyzer is (B)(4). The serial number of the second e 801 analyzer was requested, but not provided.